Event description:
It was reported that patient experienced an issue with charging port and provider requested replacement. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to contact patient by phone and left a message, then sent a follow-up email as a second attempt, and no additional information was received regarding the outcome of the event.